Event description:
A report was received that the patient lost stimulation. It was believed that the patient's leads had inoperable contacts and all had high impedance values. Database analysis was taken. Device malfunction was suspected. It was also reported that the defect was believed to be not from the product but most likely from the procedure when it was implanted. The patient will undergo a replacement of the leads.

Event description:
A report was received that the patient lost stimulation. It was believed that the patient's leads had inoperable contacts and all had high impedance values. Database analysis was taken. Device malfunction was suspected. It was also reported that the defect was believed to be not from the product but most likely from the procedure when it was implanted. The patient will undergo a replacement of the leads.

Manufacturer narrative:
Additional information was received that the patient underwent lead replacements. High impedances on the leads were confirmed through database analysis. The physician suspected lead fracture that caused the leads to have contacts that were out. The patient was reportedly doing well postoperatively. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.